Event description:
Pt tested blood glucose as 178 mg/dl on suspect device. He took insulin and re-tested 1 hour later. Blood glucose was 155 mg/dl. Pt began to have low blood glucose symptoms. Emergency medical technicians tested pt as blood glucose = 50 mg/dl and before reaching the hospital his blood glucose = 25 mg/dl. He was given a glucose intravenously and admitted. Pt is doing okay now.